Event description:
Fixture removal surgery due to aseptic loosening. The procedure took place on (B)(6) 2025.

Manufacturer narrative:
Fixture removal surgery due to aseptic loosening. The procedure took place on (B)(6) 2025.